Event description:
It was reported that (1) tsb45 was used during a laparoscopy bowel resection procedure. It was reported by the rep that while firing the tsb45 (3rd fired) across the transverse colon, a loud crunch was heard. After the instrument was fired there was a significant problem opening the stapler. The surgeon had to pull the instruments handles apart (with great deal of force). It was clear there was a problem with the stapler. Unfortunately, that was the final firing needed by the instrument to complete the case. There was no consequence to pt.